Event description:
It was reported that the right atrial (ra) lead dislodged. The ra lead was repositioned and remains in use. It was further reported that the right ventricular (rv) lead had high thresholds. An x-ray revealed that the rv lead was in a similar position as it was immediately following implant; however, the physician felt there was an apparent micro-dislodgement due to the change in values. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).